Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parathyroidectomy procedure in nim console when the doctor would do mechanical stimulation or regular st imulation the system would not respond the way it should. The procedure was extended for less than one hour and complete with another device. Troubleshooting was performed event capture was on and surgeon was able to see number 86 and threshold was at 100. There was no patient impact.